Manufacturer narrative:
A review of tickets was performed for lot number 03010m800. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Historical performance in the field of reagent lots using worldwide data was evaluated. The patient median result for lot 03010m800 is within the established control limits. Therefore, no unusual reagent lot performance was identified. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect ca 19-9xr for reagent lot 03010m800 was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2k91-39 that has a similar product distributed in the us, list number 2k91-33.

Event description:
The customer observed falsely increased architect ca 19-9xr results for a (B)(6) year old male patient. The following data was provided (units of measure = u/ml): (B)(6) 2019 initial result = 694.13, repeat with a different vacutainer tube collected at the same time = 859.86. On (B)(6) 2019 patient was redrawn and tested at another hospital with eclia method = negative/below the detection limit. The (B)(6) 2019 samples were repeated again: frozen sample = 303.97, 424.36, refrigerated sample = 772.21, 1126.29. The sample was also repeated on siemens = 6.12 u/ml (normal). Other assay results were normal for the patient. It is unknown if the patient has been diagnosed with pancreatic cancer. No impact to patient management was reported.